Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found a crease in the anterior view. Within crease an area of missing material was noted, measuring approximately 5.0 c x 5.0 cm, also a tear was noted in the posterior view, measuring approximately 6.0 cm . Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 500cc, catalog number: 3505001bc, lot number: 270739. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 500cc and experienced rupture on the right side which was confirmed by MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 450cc, catalog number: 3504504bc, serial number: (B)(4), lot number: 6968307 (r) and serial number: (B)(4), lot number: 7720290 (l) on (B)(6) 2019. The device manufacture date is after the reported implantation date. If additional information is received regarding the correct date of implantation or lot number, a supplemental report will be submitted.